Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the surgery of arthroscopic meniscus arthroplasty, used 228143 & 228141, after 1st firing, two plates were deployed at the same time. Changed another needle 228142, the event re-happened. The deployment gun was received and evaluated. Visual observations confirm that the main pusher road was bent. The functional test was not performed due to the damage in the main pusher road. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force applied at the moment of loading the needle. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [6l40944] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported by the affiliate in (B)(6) that during the surgery of arthroscopic meniscus arthroplasty, it was observed that two plates were deployed at the same time while using omnispan meniscal repair 12deg needle with meniscal deployment gun. Changed to omnispan meniscal repair 27deg needle but the event reoccurred. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.